Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room due to an inappropriate shock. The patient had been seen in the office earlier that day and the vector was changed to secondary. Automatic setup was performed and the device chose primary vector. A chest x-ray was reviewed and it was noted that electrode repositioning may improve sensing . An untreated episode was identified from a month prior which resulted from oversensing of low amplitudes. A boston scientific technical services reviewed the presenting rhythm which has a smaller amplitude than in the past. The caller suspects the patient may have heart failure, which may account for the tachycardia. No adverse patient effects were reported. It was reported that this patient received another inappropriate shock due to oversensing of movement related noise and small amplitude measurements. Additionally, three more untreated episodes were noted. A boston scientific technical services consultant stated that a system revision might not resolve the movements noise, small signals and poor qrs to t-wave ratio. No other programming options were provided as inappropriate shocks occurred in primary and secondary vectors and significantly smaller signals occurred in alternate vector. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.